Event description:
It was reported that on (B)(6) 2021, during a surgical procedure the surgeon was attempting to drill across the physis for a growth arrest of a distal radius, however the 2.0mm cannulated drill bit stopped at the sleeve. It was advised that the drill bit would in fact max out (hub out) at the collar. No adverse events were reported. This report is for one (1) unknown sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.